Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a patient with a capsular rent during a laser assisted cataract procedure. The surgeon was able to put in the planned multifocal intraocular lens.

Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).